Manufacturer narrative:
The reported failure of a ventilator inoperative error code relating to 'mach flow drift high' is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to 'mach flow drift high'. It is noted that the machine flow sensor and blower were clogged with black sticky dust. The service technician states that the printed circuit assembly (pca) board, machine flow sensor, and blower were replaced to resolve the issue. Additionally, a not-reportable 'motor controller shutdown' and 'drift debug' error code were also found in the device's error log. The fio2 sensor failed the diagnostic test which required a 3-way solenoid valve replacement. It is noted that two in line filter prox and in line filter were clogged with dust. The muffler assembly and air inlet foam filter were replaced. The device passed final testing after the necessary replacements.